Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had a battery cap that was completely broken. Caller stated that the pump is not functional and the battery cap is stripped and barely holding on. Customer's blood glucose was 547 mg/dl at the time of the incident. Customer did a correction after changing the set. Customer was unable to remove the battery cap on his pump. Customer was advised to discontinue use of the pump if the battery is low. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.